Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) received a cold storage warning and grey battery bar during interrogation before implant. The company representative was advised to allow the device to warm up for a few days before implanting. The ICD was never implanted. No patient complications have been reported as a result of this event.